Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient has had multiple admissions for recurrent suspected thrombus. The patient was admitted with a lactate dehydrogenase (ldh) level of 975 u/l and high powers and flows. Inr on admission was 3.8. Bivalirudin was initiated with ldh trending down to 735 u/l. The patient underwent a pump exchange to a different manufacturer's device. The surgeon stated that a thrombus on the inlet bearing was observed on the explanted pump.

Manufacturer narrative:
The device was returned assembled. Upon disassembly of the returned device, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional larger thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 30-40 percent of the blood flow path. The two thrombi appeared similar in color and structure near the interface at which the inlet bearing cup and ball meet, suggesting that they likely developed as one formation and broke apart during the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball developed over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small, loosely seated, white tissue-like deposition situated adjacent to the bearing ball and in contact with one stator blade. The deposition was not adhered to the blood-contacting surfaces and did not show any evidence of denaturation or lamination. Although its origin could not be conclusively determined, the deposition did not appear to have initially developed in the outlet stator. The evaluation could not determine a specific cause for the development of the observed thrombus formations and deposition; however, their partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase levels. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 79 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a lactate dehydrogenase (ldh) level of 873 u/l. The patient¿s baseline ldh levels have been in the 500 u/l range. After initiation of bivalirudin, the ldh trended down to 600 u/l on (B)(6) 2017, but the ldh elevated again to 705 u/l. On (B)(6) 2017, it was noted that the patient's ldh level elevated again. The patient was asymptomatic. No further information was provided.